Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - (B)(4) report received that states: 'it was reported that the material presented technical problems while it was being used; the thread broke and did not release. Device discarded because it was contaminated with biological material.' Subsequently it was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath. Reportedly, the suture broke and did not release. An unspecified method was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.